Manufacturer narrative:
(B)(4)

Event description:
It was reported that during interrogation there were episodes of ventricular oversensing which could be reproduced. The lead was capped and replaced. There was no report of adverse consequences for the patient.